Event description:
Caller reported that the t: slim x2 pump battery would not charge, and attempts to resolve the issue with different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. A replacement pump with updated software was sent to the customer, who was informed of necessary steps, including putting the faulty pump into storage mode before returning it with a prepaid shipping label.